Event description:
It was reported that a malfunction alarm occurred. Additionally, the touch screen was unresponsive. Reportedly, the customer performed a pump reset and continued to use the pump for insulin therapy. There was no reported impact to the customer¿s blood glucose.